Event description:
The patient stated, that her blood glucose level is elevated to 280 mg/dl and she believes her infusion device is not delivering insulin accurately. She stated, that her normal blood glucose range is 95-115 mg/dl. Symptoms of elevated blood glucose were headache, heartburn, and breathing issues. She stated, she performed a 7.5 units bolus with her infusion device and her blood glucose elevated to 304 mg/dl. She then changed her insulin cartridge, infusion set, and power pack. She stated, that she bolused another 10 units of insulin with her infusion device and her blood glucose continued to elevate. She stated, she disconnected from her infusion site and bolused. She reported seeing an inconsistent flow of insulin from the end of the infusion tubing. She stated that, she then switched to injection therapy. The patient experienced low blood glucose of 35 mg/dl due to a miscalculation while using injection therapy. She stated that, she drank a mixture of orange juice with karo syrup diluted with water to raise her blood glucose. The patient did not have the infusion device available at the time of the report to troubleshoot. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.